Manufacturer narrative:
(B)(4). Results: anti-backup failure, ratchet pawl, handle damage. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 5 conforming clips were formed and one unformed clip was fed due to the antibackup feature was non-functional and then, it locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the antibackup failure. Additionally the closure coupler and the handle were found damaged where they both interact; this condition may cause interferences during firing. It could not be determined what may have caused this condition. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, the clip could not be deployed. Another device was used to complete the case. There were no adverse consequences to the patient.